Event description:
Pt and physician are still trying to establish the pt's range but 2.5-3.5 is what has been set for now. Pt obtained high results of 5.0, 4.1 and 4.3 compared to the lab (no actual result provided).

Manufacturer narrative:
Investigation pending.